Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Surgeon described patients coming back to the operating room 1.5 years after initial aortic dissection surgery due to using bioglue in rare instances as a primary closure. Bioglue was applied initially in the midst of an aortic dissection on the aorta without sutures. The exact placement or circumstances are unknown. A re-operation occured recently, insinuated within the last month, but specifics were not given. The re-operations occured because the bioglue degraded overtime and the patient started bleeding. Surgeon now understands that bioglue is degradeable.

Manufacturer narrative:
A patient returned to the operating room 1.5 years after initial operation due to using bioglue in rare instances as a primary closure. Bioglue was applied initially as a part of an aortic dissection on the aorta without sutures. The exact placement or circumstances of the bioglue placement are unknown. A reoperation occurred recently, the surgeon insinuated within the last month, but specifics were not given. The re-operation occurred because the bioglue degraded overtime and the patient started bleeding. The date of the initial surgery or the re-operation is unknown. The surgeon now understands that bioglue is degradeable. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and the product met all specifications for release. The instructions for use provides instruction that bioglue is not to be used as a substitute for sutures and/or staples. Field assurance will continue to monitor similar complaints for trends that may warrant additional actions in the future.

Event description:
Surgeon described patients coming back to the operating room 1.5 years after initial aortic dissection surgery due to using bioglue in rare instances as a primary closure. Bioglue was applied initially in the midst of an aortic dissection on the aorta without sutures. The exact placement or circumstances are unknown. A re-operation occured recently, insinuated within the last month, but specifics were not given. The re-operations occured because the bioglue degraded overtime and the patient started bleeding. Surgeon now understands that bioglue is degradeable.